Event description:
Device 3 of 3: (refer to MFR's report numbers 1627487-2009-00142 and 1627487-2009-00169 for devices 1 and 2). Ans received the user facility report (B) (4) from (B) (6) medical ctr on 10/21/2009. The description of the event from the medwatch form states, "removal of non-functional stimulator." The returned ipg was received by the MFR for eval on 11/23/2009. In addition to the returned ipg, two damaged octrode leads were received with the ipg.

Manufacturer narrative:
Eval for device 3 of 3: (refer to MFR's report numbers 1627487-2009-00142 and 1627487-2009-00169, for the evaluation of devices 1 and 2, respectively). Eval results - as received, the lead was missing the terminal end electrode, which was broken off in the ipg header port. The lead had cuts on the outer/inner tubes with cut and damaged wires. The lead failed continuity testing. Conclusions: the damaged lead as received failed continuity testing. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.